Manufacturer narrative:
(B)(4). The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactilely inspected. Inspection revealed a complete separation of the shaft at the collar with the polytetrafluoroethylene(ptfe) fully pulled out from the collar. The tip was damaged; 8.5cm of the shaft is flattened starting at 6.6cm from the separated collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on additional information received on 01-feb-2018. It was reported that the device was squished. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, a guidewire was advanced. The guidezilla was used after a non bsc balloon failed to cross the lesion. It was noted that the device was already squished inside the box. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, additional information confirmed that the distal shaft was fractured due to heavy calcium and high angle of the vessel.